Event description:
It was reported that a malfunction alarm occurred with a code displayed as malf 0. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the customer with the reset, and advised them to continue using the pump while monitoring for any recurrence of the malfunction code. Caller understood the instructions and agreed to contact support if needed.